Event description:
Related manufacturer reference number: 1627487-2019-05156. It was reported an infection was present at the lead site, which the patient stated was (B)(6). Patient was treated with antibiotics and the infection has reportedly cleared.